Event description:
It was reported that there was right atrial (ra) lead oversensing and high impedance with inappropriate pacing and no capture. A patient alert was triggered. The ra lead was capped and replaced. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Performance data collected from the device was analyzed and revealed high resistance/impedance, with 5 - patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2009 23:44:53 and (B)(6) 2012 02:15:03. The weekly pace lead impedance trend data shows an abrupt increase for min and max a pace = 624 to inf (un-filtered data) ohms peak between (B)(6) 2012 and (B)(6) 2012.